Manufacturer narrative:
(B)(4). Date sent: 11/27/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device pve35a lot number a9dg0e and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the powered vascular stapler fired its 8th reload and the vessel completely slipped and was pushed to the distal end of the stapler. This resulted in malformed staples and incomplete firing. This led to a bleeding vessel where they had to use clips and clamps to control the bleeding. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/27/2023 additional information was requested, and the following was obtained: how much blood was lost (ml)? 2. Did the patient require a transfusion? Unsure of the amount of blood lost and there was no transfusion required.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. D4: batch # 529c74. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 529c74, and no non-conformances related to the reported complaint condition were identified.